Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the device interrogation showed one year longevity remaining and a magnet rate of 100 ppm. Two weeks later the longevity still displayed one year remaining, however the magnet was 90 ppm. It was noted that the patient had received three weeks of radiation and still has three weeks left in their treatment. Boston scientific technical service (ts) discussed that sometimes there can be a slight discrepancy between the magnet rate and the longevity remaining since they use two different parameters to determine remaining battery life. Ts suggested that a memory analysis disk be sent into ts for review of the device's battery. To date, no memory analysis disk has been received. The patient is pacemaker dependant and the device remains in service. No adverse patient effects were reported.